Event description:
It was reported that lead trend data was invalid upon device interrogation using the programmer. A save to disk was retrieved, the data was translated, and the trend data was provided to the customer. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Without a lot number or device serial number, the manufacturing date cannot be determined.